Event description:
This lead was implanted on (B)(6) 2015 and still remains implanted at this time. A call placed to technical services on (B)(6) 2016 stated that the lead had a high output with results of 3.5/0.4. Commanded and manual threshold test performed and output changed with results of 0.7/0.6. Lead was checked again and showed auto output of 1.2. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).